Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched coils was able to be confirmed. The reported difficulty to position and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: directional coronary atherectomy (dca):nipro. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified eccentric de novo lesion in the distal circumflex coronary artery that was 75% stenosed. A non-abbott cathteter was advanced over the ironman guide wire (gw) during a directional coronary atherectomy (dca) procedure. No resistance was noted between the devices but during the procedure the non-abbott catheter and ironman gw got stuck. The entire system was removed from the anatomy. Once outside of the anatomy, the ironman gw was removed out of the non-abbott catheter when it was noted that the tip of the gw was stretched. Another ironman gw was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.